Event description:
Subsequent to the previous filed report additional information was received: the separated distal tip coil occurred after the procedure was completed, and during the return handling of the device.

Manufacturer narrative:
A visual inspection, functional testing, and additional testing methods were performed on the returned device. The reported pressure registration failure was not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported faulty pressure registration appears to be related to circumstances of the procedure. The guidewire was noted to be damaged (bent/kinked throughout) which caused the reported faulty pressure registration. In this case, it is likely that the damage to the guidewire was caused by the use or handling techniques employed. The distal tip coil was stretched 1.4 centimeters (cm) distal to the sensor jacket. The corewire and distal tip coil were separated 1.4 cm distal to the sensor jacket. The separated parts were not returned. The stretched and separated distal tip coil was confirmed by the field to have occurred after the procedure was completed, and during the return handling of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem revised h6: medical device problem code 1562 material separation was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, cabled device was intended to be used in the left anterior descending artery (lad) lesion. The pressurewire x was calibrated successfully; however, it was found that the device had high pressure values. Therefore, the device was removed from the patient, and the procedure was completed with another pressurewire x device. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis found that the corewire and distal tip coil were separated 1.4 cm distal to the sensor jacket. The separated parts were not returned. No additional information was provided.